Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 09/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 09/16/2025. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e172001 captures the reportable event of abscess.

Event description:
It was reported that during follow up routine a patient who underwent spaceoar vue placement procedure, has a superficial abscess in the perineum, the physician prescribed him with antibiotics. The issue was report as ongoing. The physician's stated that is unknown if the device or procedure cause or contribute to the patient current condition.